Manufacturer narrative:
(B)(4). Results and conclusion summation: product performance engineering reviewed the incident info. Since the lesion was not pre-dilated, it should be noted that the IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Also, the IFU states: the promus everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the physician was using a rotawire with a 1.25 burr in a restenosed, very calcified mid circumflex; the burr worked fine. They were able to dinoglide the 1.25 burr out with no problem. They did not have a 1.5 burr, so they went with a 1.75 burr and the 1.75 worked fine at first and then it just stopped, it seemed to be stuck. The physician was unable to remove the 1.75 burr, so he put down a few different wires to try to get the burr out. He used a prowater, a miracle 3 and a miracle 6 and was finally able to remove the 1.75 burr. Without pre-dilatation, the physician then attempted to place a promus (unk size) stent; however, the balloon ruptured during deployment at the first inflation of 12 atm. The physician tried a few other promus stent delivery systems, but they would not cross. No stent was able to cross the lesion. The pt is fine. No add'l info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the united states as its brand label of abbott vascular's drug eluting stent.